Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the patient experienced perforation of the superior vena cava (svc). The right atrial (ra) lead and the introducer sheath exhibited difficulty to advance in the vicinity of the svc. The patient was transferred to a different hospital where the implantable pulse generator (ipg) system was removed and the insertion of a temporary pacing lead was established. No further patient complications have been reported as a result of this event.